Event description:
A healthcare professional reported "pain, mammary density, deformation of implant. Intraoperative: dense fibrous capsule, implant found to be ruptured with evacuation of implant gel content. The device was explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, opening extended, underweight and crease fold. A microscopic analysis was performed which identified, one sharp edge opening (unidentified (tear) opening) and non-penetrating nick, near of the opening, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the anterior due to surgical impact. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported "pain, mammary density, deformation of implant. Intraoperative: dense fibrous capsule, implant found to be ruptured with evacuation of implant gel content. The device was explanted.